Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced three ventricular tachycardia (vt) events treated with anti-tachycardia pacing (atp), but passed out prior to therapy delivery. Reportedly, the time to therapy for the episodes was 11 to 15 seconds. It was determined that the device had not been programmed appropriately for the patient's lead configuration; the device had not been programmed with the information that the patient has no right atrial (ra) lead. Device programming was updated to reflect the lack of atrial lead. Additionally, rate cut off zones were changed, as was episode duration. Reprogramming reportedly resolved the issue to the health care provider's satisfaction. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation conclusion code has been updated.